Event description:
It was reported that during a lap chole procedure, there was a lot of bleeding at the incision sites. The pt did not require any blood products. The trocars leaked air. There was no pt consequence. The devices will not be returned.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.